Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for system extraction. The leads were occluding the superior vena cava and the patient no longer required high voltage therapy. The patient was stable post-procedure.